Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent. Subsequently, the usb cable was intermittently hot to the touch while plugged in and charging. Reportedly, the customer used an alternate cable to charge the pump. There was no reported adverse impact to customer's blood glucose level.